Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized due to an inappropriate shock from atrial fibrillation (af). It was also reported that the right ventricular (rv) lead had high pacing impedance and short v-v intervals. The device was explanted and replaced. The rv lead was programmed off and subsequently capped and replaced. No further patient complications have been reported as a result of this event.